Event description:
The customer received questionable ion selective electrode (ise) sodium and potassium results on their modular analyzer. The customer provided data for one discrepant potassium result that was reported outside the laboratory. The customer discovered that the tube for the diluent ise1 was twisted inside the diluent bottle. The patient's initial potassium result was 4.97. The customer put the sample on another modular ise unit, serial number not provided, and the repeat result was 3.99. The units of measure were not provided. It is unknown if the patient was adversely affected by the event. The potassium electrode lot number and expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The calibration and quality control results obtained were within expected values. The investigation determined the instrument detected the air bubble in the diluent flow path and issued an alarm. The user should have stopped the measurement and performed maintenance according to the operator's manual. The user did not apply the remedy until the following day. The user reported they noticed the diluent reagent tubing was not correctly set on the bottle, it was twisted. After setting the diluent tube correctly on the diluent bottle, the instrument was working correctly. When the customer performed maintenance the next morning, the issue did not occur.